Event description:
Leibinger set used for orif. Drill bit used broke while being drilled into patient. C-arm was used to make sure the drill bit was out completely. The drill bit was taken off the field and placed in a biohazard bag. No harm to patient.

Manufacturer narrative:
Investigation in progress, but not yet completed.